Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for s/n (B)(4) was performed from (B)(6) 2020 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced a keypad failure. The keypad was replaced and the device passed all preventative maintenance tests. There was no patient involvement.